Event description:
At about 3 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2203798: (B)(4) items manufactured and released on 04-may-2022. Expiration date: 2027-04-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional involved implants: batch review performed on (B)(6) 2023 on gmk-sphere 02.07.1203l tibial tray fixed cemented size 3 l (k090988) lot. 2204656. Lot 2204656: (B)(4) items manufactured and released on 15-july-2022. Expiration date: 2027-06-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on (B)(6) 2023 on gmk-sphere 02.12.0310fl tibial insert fixed sphere flex size 3/10 mm l (k121416) lot. 2202692. Lot 2202692: (B)(4) items manufactured and released on 02-may-2022. Expiration date: 2027-04-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Batch review performed on (B)(6) 2023 on gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot. 2209500. Lot 2209500: (B)(4) items manufactured and released on 06-july-2022. Expiration date: 2027-06-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.